Event description:
It was reported while using bd intima-ii y 20gax1.16in prn/ec slm the tubing clamp was difficult to use. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the patient came to our hospital on the morning of may 26 for local anesthesia + tracheal intubation general anesthesia surgery, epicanthus correction + half rib augmentation rhinoplasty + rib nose base + bulky prosthesis + nasal columella elevation. Before the operation, the nurse gave the patient an indwelling needle, and found that the white clip of the indwelling needle was closed, and the venous blood still flowed out. After the nurse found out, he immediately replaced the indwelling needle with a new one of the same batch, and gave the patient another indwelling needle, but this phenomenon did not happen. Nurses explain to patients and report adverse events.

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 2007034. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd intima-ii y 20gax1.16in prn/ec slm the tubing clamp was difficult to use. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the patient came to our hospital on the morning of may 26 for local anesthesia + tracheal intubation general anesthesia surgery, epicanthus correction + half rib augmentation rhinoplasty + rib nose base + bulky prosthesis + nasal columella elevation. Before the operation, the nurse gave the patient an indwelling needle, and found that the white clip of the indwelling needle was closed, and the venous blood still flowed out. After the nurse found out, he immediately replaced the indwelling needle with a new one of the same batch, and gave the patient another indwelling needle, but this phenomenon did not happen. Nurses explain to patients and report adverse events.